Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of returned product.

Event description:
Stabbed herself several times - mouth. Jabbed gums [gingival injury]. Unit does not hold the head on anymore, has stabbed herself several times when the head falls off [injury associated with device]. Toothbrush does not hold the head on, brush head falls off [device breakage]. Case description: a husband reported spontaneously via e-mail on 25-apr-2017 that his wife of unspecified age had an oral-b vitality series toothbrush. The husband elaborated that his wife's toothbrush did not hold the oral-b brushhead, version unknown on anymore. He stated that his wife stabbed herself several times when the head fell off and she had jabbed the metal end into her gums that morning. The husband reported that his wife stated that she would not use the brush anymore; product use was withdrawn. The case outcome was unknown. Taken previously - unknown / tolerated - unknown. Treatment details: unknown. Relevant history: none reported. No further information was provided. On 30-apr-2017 received husband's follow-up e-mail: the husband reported that the code was b-931 and they had purchased the system 5 years ago from their old dentist. No further information was provided. On 16-may-2017 received husband's follow-up phone call: the husband reported that he could not afford to send the toothbrush back. No further information was provided.